Event description:
The customer reported false decrease of architect ca19-9xr when compared to another hospital result (platform unknown) and provided the following data: architect ca19-9xr result was <37 u/ml, and the result from another hospital was more than 100. No other information was provided on the other hospital testing results. The customer did not provide any patient details. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect ca 19-9xr reagents in the field was reviewed using data gathered from customers worldwide. The review was found the patient median values obtained is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr reagent lot 57813fp00 was identified.

Event description:
The customer reported false decrease of architect ca19-9xr when compared to another hospital result (platform unknown) and provided the following data: architect ca19-9xr result was <37 u/ml, and the result from another hospital was more than 100. No other information was provided on the other hospital testing results. The customer did not provide any patient details. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 02k91-74 and there is a similar product distributed in the us, list number similar us ln 2k91-33.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.